Event description:
Physician states that while giving an epidural physician noticed tingling/burning of the palm of the right hand. Physician wore the glove for approximately 10 minutes. When physician took the glove off, physician noticed what looked like to be a bleaching/chemical burn of the right hand. Physician did not seek formal medical care, but had an "off the cuff" discussion with an ER md, and used a steroid burn cream. Physician stated, that the hand was fine within 1 1/2 to 2 days.